Event description:
It was reported that during preparation of the 2.25 x 12 rx trek dilatation catheter, resistance was felt when removing the stylet. The catheter was advanced into the moderately calcified, proximal left anterior descending artery without reported resistance. During dilatation, the balloon was inflated at 13 atmospheres. The balloon was deflated and inflated a second time at 13 atmospheres. After the balloon was deflated, blood was noted in the indeflator. The catheter was removed from the anatomy without reported resistance. Dilatation was completed successfully using a non-abbott device. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the hub, as well as blood and contrast visible in the inflation lumen and the loosely-folded balloon. This is consistent with inflation of the balloon inside the body and a leak or rupture. The analysis revealed that there was a tear in the shaft at the guide wire exit notch for a length of 7.5 mm. Further testing was performed to close off the guide wire exit notch and then pressurize the balloon to determine if there was a rupture. The balloon was inflated to the rated burst pressure (rbp) and it held pressure without any anomalies noted. Therefore, based on the analysis findings, the tear in the shaft was likely interpreted by the account as a balloon rupture. Difficulty removing the stylet from the catheter may be due to factors including, but not limited to, an undersized or damaged inner diameter, an oversized or damaged stylet, resistance with the protective sheath or damage to the catheter. The inner diameter of the tip and the guide wire lumen distal to the tear was measured and met manufacturing criteria. The stylet was not returned for analysis, which may have aided the investigation. A conclusive cause for the difficulty removing the stylet could not be determined. Furthermore, tears in the shaft at the guide wire exit notch may result from factors such as, but not limited to, damage during manufacturing, handling of the product during preparation for use, or an interaction with the stylet or the guide wire. As there was no report of any leaks noted during preparation for use, this may suggest that the damage was not present prior to the procedure. The torn material appeared to be jagged and pushed outward, which is consistent with force being applied from the inside of the guide wire lumen to the outside. Based on the direction of the damage to the inner and outer member, it appears that the tearing of the guide wire exit notch may have resulted from an interaction with the stylet or guide wire. It is possible that the catheter was inadvertently handled at some point during the procedure such that the guide wire was pulled in the opposite direction of the guide wire exit notch, causing it to tear as a result, although this could not be confirmed. The tear in the shaft was likely the cause the blood being introduced into the catheter and indeflator as the balloon was inflated within the body. Although a conclusive cause for the tear in the shaft could not be determined, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specification, all dilatation catheters are 100% leak tested, visually inspected and checked for proper guide wire movement during the manufacturing procedure. A sampling of units is also destructively tested to verify the catheter body integrity and proper guide wire reversibility. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported for difficulty removing the stylet or tears in the shaft from this lot, suggesting that there are no lot specific product quality deficiencies.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.